Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (25 mg/ml, 4.996 mg/day) via an implantable infusion pump. Indications for use included spinal pain. It was reported that the patient had a change in therapy effect, further noted as the patient came to the emergency room (ER) due to increased pain. The patient did not feel his pump was working and "needed to be reset". This was a sudden change in therapy/symptoms, and the event date was (B)(6) 2016. No troubleshooting, interventions, cause, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.